Event description:
It was reported that a patient presented in-clinic for an explant procedure. Prior examination of the patient's left ventricular (lv) lead revealed lead dislodgement. The lv lead was explanted and replaced on (B)(6) 2022. The patient was stable throughout.

Event description:
New information received notes that the left ventricular lead was not returned.